Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon investigation the monitor was unable to obtain a signal from the ECG and therapy electrodes. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a (B)(6) patient's monitor had a damaged case and was causing adjust belt and check therapy pad messages.